Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported by the patient that she underwent a double mastectomy on (B)(6) 2018 and suture was used. On (B)(6) 2018, the patient experienced suture signs of spitting up, creating festering sores and abscesses. On (B)(6) 2018, the patient returned to her doctor, was admitted to the hospital for four days due to infection. An additional procedure was performed to remove the suture and the incisions were closed with staples. Additional information has been requested.